Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 97 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 134 mg/dl and 127 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 190mg/dl 07/11/2015 09:18am; 153mg/dl (B)(6) 2015 09:16am; 142mg/dl (B)(6) 2015 08:57am; 153mg/dl (B)(6) 2015 08:55am; 157mg/dl (B)(6) 2015 08:39am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 97 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 134 mg/dl and 127 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.